Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 lay user/ patient contacted lifescan (lfs) and alleged their one touch ultramini meter read inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation and customer care advocate (cca) following-up with the patient. The cca was advised by the patient that at on unspecified date and time, 5 months ago, when he alleged obtaining an inaccurate result of ¿168 and 172mg/dl¿ with the subject meter. Based on statistical methodology, the calculated difference of these glucose results does exceed lifescan¿s criteria for precision. The patient stated he manages his diabetes with insulin (no-adjustments), and takes 20 units of novalog twice a day. The patient confirmed that he tests ¿2-3 times morning, afternoon, before bedtime but no set time¿. The patient claims he developed symptoms of ¿blurred vision¿ a few days after the product issue, when the patient was asked he felt this symptom was suggestive of hypoglycemia or hyperglycemia the patient was unsure, but did confirm he felt the inaccurate results contributed. No other device was used. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the correct sample site was used, the vial was not cracked or broken, the test strip were not open past their discard or expiry dates and the test strips were stored correctly. The cca was unable to walk through a control solution retest as the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.

Manufacturer narrative:
Follow up #1. This supplemental in being submitted to correct information in the incident description, there was a clerical error with one of the patient tests results and information about the patients treatment was omitted from the incident description. On (B)(6) 2015 lay user/ patient contacted lifescan (lfs) and alleged their one touch ultramini meter read inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation and customer care advocate (cca) following-up with the patient. The cca was advised by the patient that at on unspecified date and time, 5 months ago, when he alleged obtaining an inaccurate result of ¿168 and 172mg/dl¿ with the subject meter. Based on statistical methodology, the calculated difference of these glucose results does exceed lifescan¿s criteria for precision. The patient stated he manages his diabetes with insulin (no-adjustments), and takes 20 units of novalog twice a day. The patient confirmed that he tests ¿2-3 times morning, afternoon, before bedtime but no set time¿. The patient claims he developed symptoms of ¿blurred vision¿ a few days after the product issue, when the patient was asked he felt this symptom was suggestive of hypoglycemia or hyperglycemia the patient was unsure, but did confirm he felt the inaccurate results contributed to the event. The patient denied receiving medical treatment due to the product issue. No other device was used. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the correct sample site was used, the vial was not cracked or broken, the test strip were not open past their discard or expiry dates and the test strips were stored correctly. The cca was unable to walk through a control solution retest as the patient did not have control solution.. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.

Manufacturer narrative:
Follow-up # 3: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint passed all testing with no faults found. The reported issue could not be confirmed. In addition, product analysis also performed testing on retain test strips. The retain test strips failed performance testing with blood. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #4.the retain test strips have been further evaluated by lifescan product analysis with the following findings: although it was previously reported that the retain test strips failed performance testing with blood, the evaluation has concluded that the retain test strips passed all testing with no faults found. In addition, a device history record review was also performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.